Event description:
It was reported that the user experienced a low blood glucose event, with a reading of 48 mg/dl while using the ilet system and treated the event with oral glucose tablets; the user also reported fluctuating glucose and received education and troubleshooting, including an offer for additional training. Investigation included meal education. Investigation of this case revealed no device malfunction reported and that low glucose resolved after carbohydrate intake. There was no user reported symptoms associated with hypoglycemia. Outcomes included return of glucose to the target range without hospitalization. It was concluded that the event was consistent with hypoglycemia with an unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.